Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient harm. The patient alleges congestion when using the machine. There was no allegation of serious or permanent harm or injury. Patient alleges the use of steroids and antibiotics with little or no relief. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient indicates there is no allegation of particles or residue in the device. Section h6 device problem code, there is no allegation of degradation. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were made. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient harm. The patient alleges congestion when using the machine. There was no allegation of serious or permanent harm or injury. Patient alleges the use of steroids and antibiotics with little or no relief. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.